Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported ECG signal loss during patient use could not be duplicated. Bench tests and defibrillation/ECG checks using the returned multifunction cable (mfc) all passed, and no visual damage. Review of the logs showed limb leads were not connected, and the ECG disappeared when the device was switched from pads view to lead I. The device functioned as intended, and the issue resulted from being in the wrong lead view. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via the multifunction cable (mfc). Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.